Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was 363mg/dl. Contact alleged pump was the suspected cause of bg level. Pump system check with tandem technical support (cts) found pump to be functioning properly, however, contact maintained that there was an issue with the pump. Reportedly the customer continued to use the pump for insulin therapy.